Event description:
It was reported that the catheter had a hole in the region of the first third of the silicone tube.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revf0568 showed one other similar product complaint(s) from this lot number.